Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number { (B)(6) }; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a calcified left coronary cusp of a previously implanted surgical aortic valve, the valve was deployed at a target depth of 4 mm. Due to calcification, under-expansion of the valve was noted. Subsequently, the valve was recaptured. Upon recapture an infold was noted in the valve frame. The valve and the delivery catheter system were withdrawn from the patient and a balloon aortic valvuloplasty was performed using a non-medtronic balloon. A new valve was then implanted. No adverse patient effects were reported.